Event description:
The dentist reported that the implant placed in tooth site #12 did not integrate when the patient presented with infection and severe bone loss.

Manufacturer narrative:
The device history record from this lot has been reviewed and no non-conformity related to this issue was found. All process were executed according to the parameters established on the current procedures and all inspections performed were inside specification limits. The irradiation certificate has been reviewed and no non-conformities were found. No deviations were identified through the investigation performed that may have contributed to this event. No definitive cause for this event has been determined.